Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed the reported issue. The brt replaced the ECG measurement board to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating ECG values are not good. The device was not in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
E1: reporting institution phone# (B)(6). E1: reporter phone# (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.